Manufacturer narrative:
Confirmation was received that the reported issue was identified during preventative maintenance, which is outside of clinical use. Failure investigation was not performed as the root cause was identified in previous investigations as liquid ingress, specifically of cleaning solutions and related debris, causing erratic settings, intermittent operation and general encoder failure by causing shorts in the electronic components.

Event description:
It was reported to philips that the device's navigational ring was not functioning correctly. Clinical usage is currently unknown; requests for further information have been made. There is no report of patient or user harm. The investigation is ongoing.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. The bezel was replaced to resolve the issue.